Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. Carelink report show the basal was turned on and running until sep 25, 2017. Unable to verify is the user manually turned basal delivery off. Started basal delivery feb 14, 2018 and monitored. Down loaded to carelink on feb 19, 2018 and the basal rate shows deliveries until the end of monitor period (feb 19, 2019). No unexpected stopped or turned off basal deliveries noted during testing. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No basal anomaly or delivery anomaly noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2017 with blood glucose of 41 mg/dl at the time of the incident. The customer was reporting discrepancies between his pump basal rates and the carelink report data. The customer used juice to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer questioned if the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Carelink report show the basal was turned on and running until (B)(6), 2017. Unable to verify is the user manually turned basal delivery off. Started basal delivery (B)(6), 2018 and monitored. Down loaded to carelink on (B)(6), 2018 and the basal rate shows deliveries until the end of monitor period ((B)(6), 2018). No unexpected stopped or turned off basal deliveries noted during testing. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No basal anomaly or delivery anomaly noted during testing. Pump received with scratched case and pillowing keypad overlay.